Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The noise was observed when the patient moved their arm. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The noise was observed when the patient moved their arm. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.